Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module surgeon console (pmsc) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pmsc was analyzed but the reported failure could not be reproduced. This unit was installed into the test system and the video test, 10 minutes sine cycle, 10 power cycles & sitting idle for 1 hour were done. The reported issue could not be replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) had repeated non-recoverable faults. Technical support engineer (tse) recommended to power down the system, remove the blue fiber from the suspect console and power the system back on. Site performed this and was able to power the system back on successfully. Surgeon proceeded with the case with only one ssc. The procedure was completed as planned with no reported injury.